Event description:
The customer contact reported no audible tones. It was reported that when the keys on the keypad were pressed, no audible tones were noted. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible tone. This was due to a broken solder joint. (B) (4)